Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed motor error and no delivery. In addition, the customer experienced high blood glucose. The customer's blood glucose was 346mg/dl. The customer stated she has been running high for past three days, 447mg/dl. Customer treated with bolus. The customer stated she got an electromagnetic radiation done with insulin pump on. The insulin pump was able to rewind. She also mentioned the insulin pump alarmed a no delivery. Customer declined to troubleshoot. The customer agreed to return insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the device and passed. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.